Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was over 500 mg/dl which was addressed by using an alternate pump for insulin therapy. Reportedly, the customer had an alternate pump available for insulin therapy.